Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in june 2024, reported as "this week." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia autoamted pd cycler set was damaged; further described as ¿had two splits in it, dented, and looks like it was cut¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye identified scratch or surface markings on the tubing near the patient adapter. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related from the grippers during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.